Event description:
Caller reported false positive troponin I (tni) result on triage cardiac panel 25 test kit. Pt came to ER with dizziness that began at 0500 and worsens with head movement. Pt was in hospital with a diagnosis or vertigo. Pt put on heparin drip. End diagnosis at discharge: cerebral infarct/mild stroke. Original specimen giving the false positive result was discarded.

Manufacturer narrative:
Investigation was performed using retains from lot # w45244 and two in-house calibrators: qc retained cardiac exp 12/01/09. Qc retained cm cal z exp 01/12/12. Qc retained cm cal h exp 07/19/10. Tni recovery for the calibrators met specification. No high bias in recovery was observed. No samples were returned to biosite from the customer, product support was unable to verify the customer's complaint. Product support could not rule out any sample specific or environmental factor that could affect analyte recovery. Release data from manufacturing indicates that the device passed. No corrective action required at this time as no product deficiency was established.